Manufacturer narrative:
The reported event occurred on a cobas s201 analyzer with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. The analysis of the provided data indicated that the discrepant results were associated with cycle threshold (CT) values near or below the assay's limit of detection (lod), which can result in variability between replicates. No product-related issues, including reagent kit contributions, were identified. A review of batch trends, complaint history, product release, stability, internal non-conformances, and change records did not reveal any factors contributing to the reported event. Contamination of the instrument or sample, or a window period, could not be definitively ruled out. The device remains in operation at the customer site, and no harm or adverse outcomes were reported.

Event description:
The initial reporter alleged the generation of discrepant results with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas s201 instrument. On (B)(6) 2020, sample ID (B)(6) generated a reactive hepatitis c virus (hcv) target result with a cycle threshold (CT) value of 40.3. On (B)(6) 2020, the same sample draw was retested (ID (B)(6) and generated a non-reactive result. Serology testing for these samples, conducted three days earlier, generated a non-reactive result. On (B)(6) 2020, sample ID (B)(6) (from a duplicate case) generated a reactive hcv target result with a CT value of 43.26. The sample (ID (B)(6) was retested on (B)(6) 2020 and generated a non-reactive result. The draw date of the retest was not provided. Serology testing for this sample generated a non-reactive result. No blood was released.